Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the review of the device history records (DHR). A review of the DHR did not identify any abnormalities or anomalies during production of the device. The device evaluation found bent pins inside the video connector causing the reported malfunction. The unit was repaired and a recommended software upgrade was installed. The unit passed final inspection and tests. The bent pins caused the reported malfunction. The root cause of the bent pins could not be established.

Manufacturer narrative:
The scope was returned to the service center for evaluation; however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the scope video processor does not work. Two different scopes were used where it was reported that one of the scope does not work at all and the other scopes worked intermittently cut out and lost image. There was no patient involvement reported on this event.